Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the fill cap of three (3) small volume intermates were missing. The fill caps were discovered missing prior to dispensing to the patient. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: lot was manufactured november 14-15, 2018. Two (2) devices were returned for evaluation. A visual inspection on the devices found the fill port cap missing. The reported condition was verified on both returned devices. The cause of the condition could not be determined. One (1) device was not returned, therefore an evaluation could not be performed on that device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.